Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the left femoral dressing was bleeding due to the dressing and peel-away sheath being left in. The staff was educated extensively on proper angle-matching dressing and about the peel-away sheath needing to be removed. The patient received 3 units of packed red blood cells, but the groin continued oozing from the peel away sheath. In addition, the patient's left leg had no peripheral pulses and was cold. Care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿